Event description:
No pt injury. This is a female who underwent an exploratory laparotomy for a traumatic abdominal wound three years ago with a ventral hernia repair with mesh. Since that time, the pt has had multiple I&ds along this midline wound and local wound care without improvement of wound. During the or procedure, exploratory laparotomy, hernia incisional repair, general mesh removal and small bowel resection, the ethicon linear cutter failed to be reused. A second device was needed to proceed with the surgery.